Event description:
Event description cpi received information that this endotak plus transvenous lead (0075) was removed from a patient, because at follow up the pacing impedance had decreased from 500 ohms to 210-250 ohms. When they went in invasively, they found an insulation break in the lead. It was removed from service and replaced.